Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
When the critical care aid removed the carry bar from the holder on the wall and proceeded to move the lift from the carry bar holder on the wall, the strap detached from the carry bar. The strap pin (part # 635089) and the insert (part # 635092) were found on the floor.